Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery and the last bolus were on (B)(6) 2014. A manual time/date change was observed in the black box from (B)(6) 2014 11:19 to (B)(6) 2014 11:19. The alarm history shows only typical usage alarms. The basal and boluses add up appropriately to total the tdd. Pump passed a delivery accuracy test successfully. There was no defect found.